Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment.   The device was started up at 05:46:20 on (B)(6) 2022. At 15:11:02, an arrhythmia was detected. ECG shows asystole. At 15:12:33, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was asystole. The electrode belt was disconnected at 15:14:24 on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.